Event description:
A caller reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and provided instructions on using a backup therapy to continue insulin delivery. The customer was informed about receiving a new pump with updated software and additional training resources. They acknowledged the steps for returning the defective pump and understood the instructions provided by technical support.